Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A partial compound break was noted on the attached catheter approximately 8.1cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Upon infusion, a leak was observed from the partial compound break on the attached catheter. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified naturally worn and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the internal jugular vein, the patient allegedly had redness appeared around the catheter subcutaneous tunnel. It was further reported that the patient was in pain, and when the port was removed, a crack was discovered in the catheter. Reportedly, leakage was allegedly occurred. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the internal jugular vein, the patient allegedly had redness appeared around the catheter subcutaneous tunnel. It was further reported that the patient was in pain, and when the port was removed, a crack was discovered in the catheter. Reportedly, leakage allegedly occurred. There was no reported patient injury.